Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve procedure, the device locked on tissue while firing and it was normally removed. A new device was used to complete the case. No injury.